Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer reloaded the same cartridge but a minimum fill notification occurred. Customer was unable to confirm how much insulin was in the cartridge during this incident. Reportedly, the customer filled the original cartridge with additional insulin and loaded it successfully. Insulin delivery was resumed. The customer¿s blood glucose level was between 82-105mg/dl.